Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return. E3: occupation: doctor. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient anatomy before surgery and at the time of failure: pacemaker leads had been placed from the left subclavian vein to the right atrium and right ventricle respectively. This was a case of lead extraction approached from the right femoral vein to the right ventricle. The user inserted lr-nes002 from the right femoral vein and grasped the lead with the snare and pulled the lead with the tip electrode into the 16fr sheath. Then he pulled the snare, and the tip electrode of the lead got caught somewhere/something in the 16fr sheath and severed. The severed tip electrode of the lead entered the renal vein. The physician did not attempt to remove the severed tip in the renal vein transvenously because it was determined that the object was too small, there was no device that could enter the renal vein, and there were possible secondary adverse events if he tried too hard. He decided to monitor the patient. Lead extraction was completed. Updated on 12sep2024: rep's comment about the cause of breakage: the cause is a procedural issue, and I don't think the physician believes that the cook product was the direct cause of the problem.

Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return. The lot of the device was known. The device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "the tip electrode of the lead severed and left in the renal vein." The device history record (DHR) was reviewed. There were no signs that the device was nonconforming or that the device was not manufactured to current specifications. This complaint mode will be tracked, trended and monitored in cvi complaint handling and post market surveillance procedures. A risk assessment will be performed within the complaint summary tab of trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient anatomy before surgery and at the time of failure: pacemaker leads had been placed from the left subclavian vein to the right atrium and right ventricle respectively. This was a case of lead extraction approached from the right femoral vein to the right ventricle. The user inserted lr-nes002 from the right femoral vein and grasped the lead with the snare and pulled the lead with the tip electrode into the 16fr sheath. Then he pulled the snare, and the tip electrode of the lead got caught somewhere/something in the 16fr sheath and severed. The severed tip electrode of the lead entered the renal vein. The physician did not attempt to remove the severed tip in the renal vein transvenously because it was determined that the object was too small, there was no device that could enter the renal vein, and there were possible secondary adverse events if he tried too hard. He decided to monitor the patient. Lead extraction was completed. Updated on 12sep2024: rep¿s comment about the cause of breakage: the cause is a procedural issue, and I don't think the physician believes that the cook product was the direct cause of the problem.